Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during implant of a 26mm sapien 3 valve in the aortic position, the balloon did not inflate. There was a leak at the junction of where the delivery system catheter meets the balloon. The system was removed without issue and new devices were used to complete the case. There was no injury to the patient. The delivery system was examined and the shaft leading up to the balloon was found to be broken. The device was successfully de-aired during device preparation, there was no resistance or problems during valve alignment.

Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. During visual inspection it was observed that the crimped valve on the inflation balloon was unevenly expanded, the crimp balloon was torn proximal to the inflation/crimp (I/c) bond, the balloon legs were exposed, and there were minor gouges on the flex tip face. No other abnormalities were observed on the returned device. During dimensional analysis, the double wall thickness of the crimp balloon proximal to the observed tear was measured and found to meet specification. Due to the returned condition of the device (crimp balloon torn), no relevant functional testing was able to be performed. As the device was successfully de-aired, the device likely had no issues with the balloons out of box. As such, it is likely that the torn crimp balloon occurred during the procedure. A review of complaint history revealed that the potential root causes for tearing of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been previously identified and documented in a product risk assessment, as per management discretion. Increased alignment forces experienced during the procedure were identified as a possible root cause for the balloon tear. If the physician performed the valve alignment process at a bend or angle, it could result in increased forces being applied to the bond area. This may occur as performing valve alignment in a non-straight section of the aorta can cause the thv to unseat (non-coaxial placement of the thv in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip. If the thv is unseated during valve alignment, it can result in higher than usual alignment forces, weakening and subsequently tearing the balloon material near the inflation balloon to crimp balloon bond. Under simulated conditions (tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces with valve diving. Although it was reported that there was no problems during valve alignment, the flex tip gouges observed on the returned device can be indicative of valve diving resulted from the high alignment forces. Since procedural imagery and characterization of the vasculature were not available for the evaluation, it is possible that valve alignment could have been performed at a bend/angle, contributing to high alignment forces and leading to the tear of the balloon. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could lead to a tearing of the balloon material. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Based on the available information, it is likely that patient and/or procedural factors may have contributed to the reported event. However, a definitive root cause cannot be determined at this time. During manufacturing, the s3 balloons undergo 100% visual inspection for critical dimensions: working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness, and 100% visual inspection for defects such as: witness lines, contamination, mechanical damage, deformation, crow¿s feet, fish eyes, gel spots, and scratches. Upon the completion of crimp balloon molding and annealing, the crimp balloons are 100% dimensionally and visually inspected. The laser weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. Prior to the balloon pleat, fold, & forming process, the balloon is 100% visually inspected for balloon size and contamination. After the process, the balloon is 100% inspected for fold lines and rejected for distorted/pinched folds. During final inspection, the device undergoes 100% distal to proximal visual inspection. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. The device underwent product verification testing as a requirement for lot release. The device underwent visual inspection, the balloon inflation pressure was tested, the balloon burst pressure after fatigue was tested, and the device was visually inspected for kinks, inflation/crimp balloon bond, and nose tip/inflation balloon bond. Inflation balloon/crimp balloon tensile testing was performed. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Balloons are sampled for burst testing and additional visual inspection. The complaint for balloon torn was confirmed based on the condition of the returned device. Dimensional and visual inspection of the returned device did not reveal any non-conformance as the double wall thickness of the crimp balloon was within specification. Additionally, review of complaint history, lot history, and the device history record (DHR) provided no indication that a manufacturing non-conformance contributed to the complaint events. Available information suggests that patient and/or procedural factors contributed to the complaint event. A review of complaint data for may 2018 revealed that the complaint occurrence rate did not exceed the control limit for the trend category of ¿damaged¿. Since no product non-conformances or IFU/training inadequacies were identified, no corrective or preventive action is required at this time.

Manufacturer narrative:
Although no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the control limit, further investigation was performed on the crimp balloon tubing and resin lots. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks, a CAPA is being updated.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.